Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the extension leg detached from the bifurcation was confirmed, but the exact cause is unknown. One 5 fr d/l groshong PICC was returned for investigation. The returned sample exhibited evidence of use. The catheter was received with a suture wing attached to the d/l tubing over the 37 and 38 cm depth marks. The distal extension leg was received separate from the catheter. It was observed that 1.1cm of the extension leg had been molded inside the bifurcation, which was within specification. A microscopic examination revealed that white material from the proximal end of the molded bifurcation remained attached to the external surface of the detached extension leg. White material from the bifurcation was also found on the proximal extension leg, which was still attached to the bifurcation, but the white material created a ring that was positioned 1mm proximal to the bifurcation. A functional test revealed that both lumens of the catheter were occluded. The detachment reportedly occurred during use. It was reported that the extension leg detached from the bifurcation when the patient was moved from a stretcher to a bed. The force applied to the catheter at that time was unknown. Since the product had been used without problems before the separation of the extension leg from the bifurcation and the depth of the molding was within specification, the damage could be associated with use of the device; however, no significant elastic weakness was observed in the detached extension leg. The sample was forwarded to the manufacturing facility for further review. (B)(4) evaluation: the complaint of ¿the extension tube fell out¿ is confirmed. According with the mentioned in the microscopic visual evaluation the device showed evidence of use as the detachment of an extension leg. Due to the poor sample condition and that was not found evidence of a pull away material and short shots and no significant elastic weakness was observed, the cause is unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the extension tube with the white connector had been detached from the bifurcation/connector. Allegedly, the catheter was stretched when moving the patient from a stretcher to a bed, while infusing chemicals. The facility assumed that the main cause of this event was loose connection between the extension tube and the bifurcation/connector. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the extension tube with the white connector had been detached from the bifurcation/connector. Allegedly, the catheter was stretched when moving the patient from a stretcher to a bed, while infusing chemicals. The facility assumed that the main cause of this event was loose connection between the extension tube and the bifurcation/connector. No patient injury was reported.